Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to download carelink or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on pcba 1, pcba 2 and force sensor.¿successfully downloaded history files and traces using thump. ¿no¿fatal¿critical¿alarms or¿three consecutive¿critical handling alarms found in the history files or traces. Force sensor zero offset within specification (23.78 mv). Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Critical pump error (open book image) alarm was observed during analysis and was isolated to the electronic assembly. No current code/category was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported issue with the pump. Customer reported issue with generating reports. Customer tried to create different account to upload data, problem not resolved. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1886 was requested and it was returned.